Event description:
It was reported that balloon inflation lumen leakage was observed from near thermal filament.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Inflation lumen leakage observed through a slit on the catheter body, 0.035" in length, at the 12.4 cm area (distal of the thermal filament). No visible damage to balloon latex. The CAPA was closed in related to slit in catheter body related to balloon inflation. Corrective and preventive actions were implemented in two different ways, extrusion and middle forming. Extrusion improvements include increasing extrusion sample size for wall thickness and outside diameter, implement mold management at extrusion area, develop extrusion fmea, and establish process control at extrusion area. Middle forming improvements include developing middle forming fmea, determine optimum middle forming parameters, implement process control at middle forming operations, determine best middle forming tube orientation to reduce party line. Implement an inspection system for middle forming dies and mandrels, implement middle forming mandrel positions and implement a first article inspection for middle forming dies at incoming inspection area.